Manufacturer narrative:
Fire scene being processed by state fire marshal. Trying to arrange for airsep to examine the fire scene and oxygen concentrator. A follow up report will be submitted after the examination.

Event description:
Newlife elite oxygen concentrator involved in a trailer fire. Person residing in trailer suffered severe burns and died 2 days later in the hospital.